Event description:
Bio med log: electronic health record (ehr) not downloading to monitor. Monitor tested, confirmed data not transferring from monitor to ehr. Philips tech support called, parts ordered and installed. Six weeks later - above issue still exists. More trouble shooting with philips support and ehr it but no solution. Three months passed and issue continues. New network card obtained and installed, replacing card purchased 6 months prior. Issue did not resolve. Finally after 4 months, decision made to replace the monitor.